Manufacturer narrative:
Products were not returned and no lot numbers were provided. X-rays and pictures review - we are able to confirm that broken screws are visible. DHR reviews could not be conducted due the insufficient information¿s. Root cause could not be defined due the missing material. No further investigation possible as there werer no material available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier not available for reporting. (B)(6). This report is for unknown 4x 2.7 va locking screws/unknown lot number. Not explanted. Part not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a removal of metalware took place. Patient had open reduction internal fixation of the distal tibia and fibula on (B)(6) 2016. Patient healed well with good union but complained of lateral ankle pain. On investigation CT showed some 2.7 mm locking screws were close to the syndesmosis joint between the tibia and fibula and it was elected to remove the metalware. All plates and screws were intact as shown on attached x rays. During removal, all 3.5 mm (locking and cortex) were removed easily. Three 2.7 mm va locking screws were removed intact. Four va 2.7 locking screws however snapped with audible click when they were attempted removal. Plate was removed and 2.7 screws were attempted to be removed by over reaming and conical extraction bolt however the shaft kept snapping a small distant an eye down the shaft of the screw (approximately 3-5 mm). The removal of the tips of these screws was abandoned leaving two suspected close to the syndesmotic joint. Action taken to manage the problem: extra gear was brought in from synthes loans to aid removal. Delay to procedure one hour. This complaint involves one part. This complaint (B)(4) is for the breakage of the four screws intraoperatively. The pain is covered in (B)(4). Concomitant parts reported: 1x plate 02.118.007, 1x plate 241.361, 4x various 3.5 mm locking screws, 3x 2.7 va locking screws, 6x 3.5 mm cortex screw. This report is 1 of 1 for (B)(4).